Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead manifested twiddler's syndrome causing this ra lead to be pulled back that the patient was then experiencing muscle stimulation. Additional information was obtained indicating that as per x-ray result it showed that the ra lead was tangled in the subclavian area. Further, this lead was repositioned. No additional adverse patient effects were reported.